Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were no visual indications of particulates within the cassette compartment. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board. A known good inverter board was installed, and the display became fully operational. A pre- accelerated stress test (ast) simulated treatment was initiated and completed without failures. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were indications of dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no other visual discrepancies observed during the internal inspection. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that a failure analysis problem report and noted that the touch screen test failed on 01/06/2021 and was replaced on 01/07/2021. The DHR review verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Event description:
It was reported that the patients liberty select cycler started having a burning smell to it after powering the cycler on and then the cycler turned off. The patient stated that the smell was coming from inside of the cycler. The display went blank. The power cord was securely connected. There were no recent power outages in the home or in the area reported. The ok and stop keys did not make a sound when pressed. There was not light on the cycler buttons. The display screen would light up for a few seconds and then power down; however, no screen would appear. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient was able to complete treatment manually. The pdrn confirmed that the patient did not report that there was any smoke, sparks or fire. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.